Event description:
The manufacturer received information alleging black particles in the filter and high pressures on a ventilator. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging black particles in the filter and high pressures on a ventilator. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, they were unable to confirm the complaint of "the vent suddenly turned high" as the sensor board tested defective. Also unable to find any black particles inside or emitting from this device. In this report, section d9, g3, h3, h6 has been updated or corrected.